Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance."

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. A hematoma was noted at the access site. Due to concerns about heparin-induced thrombocytopenia, heparin was discontinued. The hematoma remained stable, and the patient was ambulating. Systemic anticoagulation with bivalirudin was initiated, with therapeutic levels achieved. There were intermittent impella position-in-aorta alarms and erratic waveforms. Despite this, echocardiography again confirmed the pump was in the proper position, suggesting a possible sensor issue. The patient also developed a nosebleed, prompting the discontinuation of heparin. One unit of platelets was administered. Additionally, the patient exhibited mitral regurgitation, which was attributed to the angle of the pump in the left ventricle. The pump was subsequently repositioned. The patient remained on impella support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product returned. The data logs do not show any motor current spikes before onset of impella in aorta alarms. The 5s parameters were stable and within expected ranges. The root cause of the optical signal issue was most likely due to patient condition related issues affecting optical signal as evidenced by no motor current spikes before alarm onset and echo confirming good positioning. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D6.b. Updated with additional information corrections that were made from the initial manufacturer device report number 1220648-2025-30471. D.10. Concomitant medical products and therapy dates updated.

Manufacturer narrative:
The investigation for access site bleeding, thrombocytopenia, vascular damage, positioning issues, heart valve damage has been completed. Clinical reported hematoma at impella site. No additional information on how hematoma occurred was reported. The root cause of access site bleeding - major was not determined as limited clinical information was provided. The cause of the thrombocytopenia was not determined due to insufficient clinical details. Clinical reported false impella position in aorta alarms with echo positioning confirming good position. The data logs do not show any motor current spikes before onset of impella in aorta alarms. The 5s parameters were stable and within expected ranges. Clinical reported patient had some mitral regurgitation due to pump angle in the left e. The root cause of the heart valve damage was most likely due to improper positioning of the pump as evidenced by clinical details of mitral regurgitation due to pump angle in the left ventricle. Clinical reported pump was repositioned after mitral regurgitation occurred due to pump angle in the left ventricle. It is unknown how pump became mispositioned. The root cause of the positioning issue was not determined as limited clinical information was provide. The root cause of vascular damage - peripheral vessel was not determined as limited clinical information was provided corrections to the initial MFR report: b1 malfunction added.